Event description:
It was reported that the device tip broke and could not be repaired. No add'l details about the tip breakage were provided. The MFR is not able to determine when the device broke.

Manufacturer narrative:
This medwatch report is being filed after a retrospective review of service and repair returns for this product; we are filing this MDR for notification purposes. No medwatch form was received from the user facility, therefore, info on the medwatch form 3500a was completed by medtronic with info received from the reporter. Any missing or incomplete data on this form 3500a is the result of info not being provided or released by the reporter. Multiple attempts to obtain the required info were made. (B)(6). (B)(4). Product labeling indicates the device is to be used for soft tissue. The nasal punch was returned for repair; however, the broken tip could not be repaired. The definitive cause of the reported event is unable to be determined.